Event description:
The patient contacted animas on (B)(6) 2013 reporting that she went to the emergency room on (B)(6) 2013 with hypoglycemia. The patient reported that her blood glucose (bg) was in the 40 mg/dl range without symptoms as she has hypoglycemia unawareness. The patient stabilized her bg and was admitted due to a syncope episode. The patient stated that she has been having syncope episodes over the last few weeks. The patient stated that the pump was taken off in the emergency room. The patient continued on back-up plan until talking with her healthcare professional (hcp) for possible changes to pump settings. The patient stated they discontinued pump therapy at the time of this call. Customer support reviewed the pump with the patient and there were no associated alarms in history, patient confirmed bolus history, basal settings, basal total daily dose history add up correctly. The basal total daily dose history is lower than basal settings due to pump being suspended for patient showers, etc. The prime history is correct. Customer advised the patient that the pump is delivering as programmed. The patient as advised to contact hcp for possible changes in pump settings. This report is being made due to the patient's hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows the last basal delivery and the last bolus occurred on (B)(6) 2013. A ¿replace cartridge¿ alarm was observed in the history on (B)(6) 2013 at 15:16 and the alarm was confirmed and deliveries were resumed on (B)(6) 2013 at 23:50. Another ¿replace cartridge¿ alarm was observed on (B)(6) 2013 at 13:44, and the alarm was confirmed and deliveries resumed the same date at 15:44. A review of the pump history showed the pump was suspended as follows: on (B)(6) 2013 at 09:41, deliveries resumed the same date at 11:08; (B)(6) 2013 at 22:44, deliveries resumed on (B)(6) 2013 at 01:08; on (B)(6) 2013 at 04:41, deliveries resumed on (B)(6) 2013 at 17:53. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.